Manufacturer narrative:
A review of the complaint history for SN 18267749 was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN 18267749 was performed from the date of manufacture, 29-JAN-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (Bio ID) disconnected. The field service engineer (FSE) tested and reproduced the Bio-ID failure in diagnostics. Reseated the Universal Serial Bus (USB) cable at the Bio-ID and docking board, reset the Bio-ID through diagnostics, and performed extensive scan testing. Replaced the network cable with a longer cable for proper station access, investigated server communication issues, identified an inactive network wall port, moved the cable to an active port, and rebooted the station. The system functioned as intended after the field service engineer (FSE) resolved the issue.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, biometric identifier (Bio ID) not worked. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.